Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was evaluated and replaced. The system software and bios configuration settings were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported they constantly had to restart the frozen device. The fe confirmed the system was unable to boot up. There is no report of death or serious injury associated with this complaint.